Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry) in regards to a patient who was being treated with dilaudid intrathecal (1.0 mg/ml) at a dose rate of 0.0966 mg/day. The refill programming date was noted as 2013 (B)(6) at 0552. The indication for use was noted as non-malignant pain. It was reported that the hcp examined and palpated the patient on 2014 (B)(6) and found the patient's pump was mobile in the pocket. It was noted that the intervention was that the patient utilized an abdominal binder at night. The patient denied having pain at the pump site, but stated that the movement was annoying. The pump itself moves somewhat and bothers her, but it was not enough to do anything more. On 2014 (B)(6), the patient was examined and palpated and found that the patient was initially having some difficulty with the pain pump site bothering her, but at the time of this report, it was no longer bothering her. The event severity was noted as mild, related to the device or therapy and unlikely that it was related to the implant procedure. The patient resolved without sequelae on 2014 (B)(6). Additional information has been requested regarding the potential cause or factors that may have led to the pump's movement, but was not available at of the time of this report. If additional information becomes available, a follow-up will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-09-28, additional information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry)]. It was reported that the cause of the pump movement was delayed granulation which was noted to be an expected postoperative issue. No further information was provided.